Event description:
It was reported that the patient stretched after waking up and heard a pop. He then started experiencing painful stimulation in his neck and the device migrated. The device was turned off and the pain stopped. The patient then presented with high impedance. The device history records of the lead and generator were reviewed. The generator and lead passed final quality and functional specifications prior to release. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that the patient had a lead revision about 8 months ago and is now having pain and high impedance issues. Patient is being referred for x-rays. The patient's generator was not replaced during lead revision, so it is likely that this high impedance is a continuation of previous higher impedance. X-rays have not been reviewed by manufacturer to date. No other relevant information has been received to date.

Event description:
It was later reported that the physician does not believe there is a generator issue and believes the patient has just had bad luck with broken lead. However, given the previous investigation, this high impedance is still related to the m1000 higher impedance.

Event description:
Updated x-rays were received for this patient and reviewed. The generator is located the patient¿s upper left chest. The connector pin can be seen coming through the second connector block and appears to be fully inserted. The filter feedthru were confirmed to be intact. The lead was observed in the patient¿s neck and appeared to be routed toward the patient¿s left chest. A strain relief bend and loop are present per labeling. Two tie-down are present and are placed per labeling. There was a portion of the lead that appeared to be routed behind the generator. The lead wires are intact at the connector pins. No sharp angles or gross discontinuities were identified in the visible portion of the lead. However, given the previous investigation, this high impedance is still related to the m1000 higher impedance. No other relevant information has been received to date.

Manufacturer narrative:
H7. Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter. B5. Corrected information, initial report: inadvertently left out information from physician including x-ray report results and physician's assessment on the cause of the events. B6. Corrected data, initial report: inadvertently left out interrogation data from (B)(6) 2021.

Event description:
Information was received from the physician that the device was turned off on (B)(6) 2021 after the patient reported painful stimulation in the neck which was causing nausea. Diagnostics were normal at this point. The patient was seen again on (B)(6) 2021 and the high impedance warning was seen at this time and the device was left off. X-ray report was provided and notes that the vns was visualized in the chest and neck but no other relevant information was noted. When asked the physician's assessment of the cause of the migration, it was noted that the patient reported that he stretched which caused a pop and sensation of device migration. It was stated that no intervention has been taken for the migration. Ap and lateral chest and neck x-ray images were reviewed. The generator placement was determined to be normal as it is below the clavicle in the left chest, however it is low down below the fourth rib. The feed thru wires appear intact. The connector pin appears to be fully inserted inside the connector block as the pin can be seen past the second connector block. The lead was visualized in the chest and neck. Strain relief loop and bend are present but do not appear to be per labelling as there is not a third tie down securing the loop. The lead is not routed behind the generator. The lead wire appears intact at the connector pin. No sharp angles were observed in the lead. The lead was assessed for fractures and no gross fractures or discontinuities were noted. Based on the x-rays received and other information from the investigation, the cause of the high impedance is likely related to the m1000 higher impedance as no device abnormalities were observed in the x-ray images. The migration cannot be confirmed as it is unknown how the device was originally placed. Note that the presence of problems in obscured portions of the lead and microfractures cannot be ruled out. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.